Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and haemorrhagic ovarian cyst ("left ovary with hemorrhagic corpus luteum,") in a 47-year-old female patient who had essure (batch no. 774376) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included barrett's oesophagus, hypertension, depression, anxiety, gastrooesophageal reflux disease, irritable bowel syndrome, bipolar affective disorder and esophagitis. No endometrial polyp tissue was identifino significant esophagitis seen. Stomach shows mild gastritis in the form of erythema of the pre-pyloric region in the antrum.ed. No definitive goblet cell metaplasia noted on h & e and alcian blue stain. - no dysplasia identified.special stain for helioobacter pylori, longer having hip pain or lower back pain ,no sob. Concurrent conditions included penicillin allergy, obesity, body mass index, gerd, bipolar disorder, biopsy (esophagogastroduodenoscopy), hiatus hernia, gastritis, wheezing, shortness of breath, upper respiratory infection, abdominal cramps (with periods,), eye irritation, urinary incontinence, urinary frequency, dizziness, poor sleep, malaise, painful respiration, blood pressure high, weight decrease, heartburn, weakness, memory loss, nervousness, seroma and perineal pain. Concomitant products included duloxetine hydrochloride (cymbalta) since 2006, escitalopram oxalate (lexapro) since 2006, telmisartan (micardis) since 2006 and valaciclovir hydrochloride (valtrex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 5 months 23 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge;"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy;"). In (B)(6) 2015, the patient experienced herpes simplex ("hsv"). On an unknown date, the patient experienced hot flush ("hormonal changes: hot flashes,"), night sweats ("night sweats"), upper respiratory tract infection ("uri"), cervicitis ("mild chronic cervicitis,"), haemorrhagic ovarian cyst (seriousness criterion medically significant), adnexa uteri cyst ("left fallopian tube with paratubal cyst;"), vaginal infection ("infection: vaginal infections;"), psoriasis ("rashes or skin conditions: psoriasis,"), dry skin ("dry skin,"), pruritus ("itching,"), rash ("rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), feeling abnormal ("neurological conditions or problems: brain fog,"), amnesia ("memory loss,"), dizziness ("dizziness;"), dysmenorrhoea ("dysmenorrhea (cramping)"), dry eye ("vision/eye problems: dry eyes;"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain"), arthralgia ("bilateral hip pain") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the hot flush, night sweats, herpes simplex, upper respiratory tract infection, cervicitis, haemorrhagic ovarian cyst, adnexa uteri cyst, menorrhagia, vaginal infection, psoriasis, dry skin, pruritus, rash, feeling abnormal, amnesia, dizziness, dysmenorrhoea, dry eye, fatigue, alopecia and arthralgia outcome was unknown and the migraine, headache, allergy to metals, vaginal discharge, back pain and vulvovaginal mycotic infection had not resolved. The reporter considered adnexa uteri cyst, allergy to metals, alopecia, amnesia, arthralgia, back pain, cervicitis, dizziness, dry eye, dry skin, dysmenorrhoea, fatigue, feeling abnormal, haemorrhagic ovarian cyst, headache, herpes simplex, hot flush, menorrhagia, migraine, night sweats, pelvic pain, pruritus, psoriasis, rash, upper respiratory tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient taking concomitant tripletal,taking low esteron. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion surgical pathology report,final diagnosis: endometrial polyp, curettage: - mostly blood and mucous with scant fragments of atrophic endometrium, benign endocervical glands, and mature squamous epithelium. Final pathologic diagnosis: gastric biopsy, reactive gastropathy with a small focus of intestinal metaplasia immunostain for h pylori negative. Distal esophagus, -glandular mucosa with moderate chronic active inflammation. Surgical pathology report: pre and postoperative diagnosis: chronic pelvic pain, menorrhagia, morbid obesity final pathologic diagnosis: cervix, uterus, bilateral fallopian tubes and ovaries, total abdominal hysterectomy with bilateral salpingo-oophorectomy: uterus with inactive endometrium. Cervix with mild chronic cervicitis. Left ovary with hemorrhagic corpus luteum. Left fallopian tube with paratubal cyst (1. 2 cm). Right ovary and tube without significant histopathologic change. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and mr received, new reporter, lab data, patient demographic information ,patient relevant information and concomitant medication , essure indication and lot number and events hormonal changes: hot flashes, night sweats, hsv, uri, mild chronic cervicitis, left ovary with hemorrhagic corpus luteum, left fallopian tube with para tubal cyst, abnormal bleeding (vaginal, menorrhagia); infection: vaginal infections, rashes or skin conditions: psoriasis, dry skin, itching, rash, neurological conditions or problems: brain fog, memory loss, dizziness, nickel allergy, dysmenorrhea (cramping), vision/eye problems: dry eyes, fatigue, hair loss ,lower back pain, bilateral hip pain and yeast infection were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and haemorrhagic ovarian cyst ('left ovary with hemorrhagic corpus luteum,') in a 47-year-old female patient who had essure (batch no. 774376) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included barrett's oesophagus, hypertension, depression, anxiety, gastrooesophageal reflux disease, irritable bowel syndrome, bipolar affective disorder and esophagitis. No endometrial polyp tissue was identified no significant esophagitis seen. Stomach shows mild gastritis in the form of erythema of the pre-pyloric region in the antrum. Ed. No definitive goblet cell metaplasia noted on h & e and alcian blue stain. - no dysplasia identified. Special stain for helioobacter pylori, negative aw the dietician regarding weight loss but has not noticed any improvement in symptom. Longer having hip pain or lower back pain ,no sob. Concurrent conditions included penicillin allergy, morbid obesity, body mass index high, gerd, bipolar disorder, biopsy (esophagogastroduodenoscopy), hiatus hernia, gastritis, wheezing, shortness of breath, upper respiratory infection, abdominal cramps (with periods,), eye irritation, urinary incontinence, urinary frequency, dizziness, poor sleep, malaise, painful respiration, blood pressure high, weight decrease, heartburn, weakness, memory loss, nervousness, seroma and perineal pain. Concomitant products included duloxetine hydrochloride (cymbalta) since 2006, escitalopram oxalate (lexapro) since 2006, telmisartan (micardis) since 2006 and valaciclovir hydrochloride (valtrex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge;"), 5 months 23 days after insertion of essure. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"). In (B)(6) 2015, the patient experienced herpes simplex ("hsv"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy;"). On an unknown date, the patient experienced hot flush ("hormonal changes: hot flashes,"), night sweats ("night sweats"), upper respiratory tract infection ("uri"), cervicitis ("mild chronic cervicitis,"), haemorrhagic ovarian cyst (seriousness criterion medically significant), adnexa uteri cyst ("left fallopian tube with paratubal cyst;"), vaginal infection ("infection: vaginal infections;"), psoriasis ("rashes or skin conditions: psoriasis,"), dry skin ("dry skin,"), pruritus ("itching,"), rash ("rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), the first episode of feeling abnormal ("neurological conditions or problems: brain fog,"), amnesia ("memory loss,"), dizziness ("dizziness;"), dysmenorrhoea ("dysmenorrhea (cramping)"), dry eye ("vision/eye problems: dry eyes;"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain"), arthralgia ("bilateral hip pain"), vulvovaginal mycotic infection ("yeast infection"), nausea ("nausea"), decreased appetite ("loss of appetite"), bursitis ("hip bursitis"), arthritis ("arthritis"), weight fluctuation ("weight fluctuation"), the second episode of feeling abnormal ("brain fog") and parkinson's disease ("parkinson disease") and was found to have weight increased ("I gained 40") and haemoglobin decreased ("decreased haemoglobin"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the hot flush, night sweats, herpes simplex, upper respiratory tract infection, cervicitis, haemorrhagic ovarian cyst, adnexa uteri cyst, menorrhagia, vaginal infection, psoriasis, dry skin, pruritus, rash, amnesia, dizziness, dysmenorrhoea, dry eye, fatigue, alopecia, arthralgia, nausea, weight increased, decreased appetite, bursitis, arthritis, weight fluctuation, parkinson's disease and haemoglobin decreased outcome was unknown and the migraine, headache, allergy to metals, vaginal discharge, back pain and vulvovaginal mycotic infection had not resolved. The reporter considered adnexa uteri cyst, allergy to metals, alopecia, amnesia, arthralgia, back pain, cervicitis, dizziness, dry eye, dry skin, dysmenorrhoea, fatigue, haemorrhagic ovarian cyst, headache, herpes simplex, hot flush, menorrhagia, migraine, night sweats, pelvic pain, pruritus, psoriasis, rash, upper respiratory tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and the first episode of feeling abnormal to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient taking concomitant tripletal,taking low esteron. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: surgical pathology report,final diagnosis: endometrial polyp, curettage: mostly blood and mucous with scant fragments of atrophic endometrium, benign endocervical glands, and mature squamous epithelium. Final pathologic diagnosis: gastric biopsy, reactive gastropathy with a small focus of intestinal metaplasia immunostain for h pylori negative. Distal esophagus, glandular mucosa with moderate chronic active inflammation. Surgical pathology report: pre and postoperative diagnosis: chronic pelvic pain, menorrhagia, morbid obesity final pathologic diagnosis: cervix, uterus, bilateral fallopian tubes and ovaries, total abdominal hysterectomy with bilateral salpingo-oophorectomy: uterus with inactive endometrium. Cervix with mild chronic cervicitis. Left ovary with hemorrhagic corpus luteum. Left fallopian tube with paratubal cyst (1. 2 cm). Right ovary and tube without significant histopathologic change. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received : new events, "nausea, I gained 40, loss of appetite, hip bursitis, arthritis, weight fluctuation, brain fog, parkinson's disease, decreased hemoglobin" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and haemorrhagic ovarian cyst ("left ovary with hemorrhagic corpus luteum,") in a 47-year-old female patient who had essure (batch no. 774376) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included barrett's oesophagus, hypertension, depression, anxiety, gastrooesophageal reflux disease, irritable bowel syndrome, bipolar affective disorder and esophagitis. No endometrial polyp tissue was identifying significant esophagitis seen. Stomach shows mild gastritis in the form of erythema of the pre-pyloric region in the antrum. Ed. No definitive goblet cell metaplasia noted on h & e and alcian blue stain. - no dysplasia identified. Special stain for helicobacter pylori, negative aw the dietician regarding weight loss but has not noticed any improvement in symptom. Longer having hip pain or lower back pain ,no sob. Concurrent conditions included penicillin allergy, morbid obesity, body mass index high, gerd, bipolar disorder, biopsy (esophagogastroduodenoscopy), hiatus hernia, gastritis, wheezing, shortness of breath, upper respiratory infection, abdominal cramps (with periods,), eye irritation, urinary incontinence, urinary frequency, dizziness, poor sleep, malaise, painful respiration, blood pressure high, weight decrease, heartburn, weakness, memory loss, nervousness, seroma and perineal pain. Concomitant products included duloxetine hydrochloride (cymbalta) since 2006, escitalopram oxalate (lexapro) since 2006, telmisartan (micardis) since 2006 and valaciclovir hydrochloride (valtrex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 5 months 23 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge;"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy;"). In (B)(6) 2015, the patient experienced herpes simplex ("hsv"). On an unknown date, the patient experienced hot flush ("hormonal changes: hot flashes,"), night sweats ("night sweats"), upper respiratory tract infection ("uri"), cervicitis ("mild chronic cervicitis,"), haemorrhagic ovarian cyst (seriousness criterion medically significant), adnexa uteri cyst ("left fallopian tube with paratubal cyst;"), vaginal infection ("infection: vaginal infections;"), psoriasis ("rashes or skin conditions: psoriasis,"), dry skin ("dry skin,"), pruritus ("itching,"), rash ("rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), feeling abnormal ("neurological conditions or problems: brain fog,"), amnesia ("memory loss,"), dizziness ("dizziness;"), dysmenorrhoea ("dysmenorrhea (cramping)"), dry eye ("vision/eye problems: dry eyes;"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain"), arthralgia ("bilateral hip pain") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the hot flush, night sweats, herpes simplex, upper respiratory tract infection, cervicitis, haemorrhagic ovarian cyst, adnexa uteri cyst, menorrhagia, vaginal infection, psoriasis, dry skin, pruritus, rash, feeling abnormal, amnesia, dizziness, dysmenorrhoea, dry eye, fatigue, alopecia and arthralgia outcome was unknown and the migraine, headache, allergy to metals, vaginal discharge, back pain and vulvovaginal mycotic infection had not resolved. The reporter considered adnexa uteri cyst, allergy to metals, alopecia, amnesia, arthralgia, back pain, cervicitis, dizziness, dry eye, dry skin, dysmenorrhoea, fatigue, feeling abnormal, haemorrhagic ovarian cyst, headache, herpes simplex, hot flush, menorrhagia, migraine, night sweats, pelvic pain, pruritus, psoriasis, rash, upper respiratory tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient taking concomitant tripletail,taking low mesteron. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion surgical pathology report,final diagnosis: endometrial polyp, curettage: - mostly blood and mucous with scant fragments of atrophic endometrium, benign endocervical glands, and mature squamous epithelium. Final pathologic diagnosis: gastric biopsy, reactive gastropathy with a small focus of intestinal metaplasia immunostain for h pylori negative. Distal esophagus, -glandular mucosa with moderate chronic active inflammation. Surgical pathology report: pre and postoperative diagnosis: chronic pelvic pain, menorrhagia, morbid obesity final pathologic diagnosis: cervix, uterus, bilateral fallopian tubes and ovaries, total abdominal hysterectomy with bilateral salpingo-oophorectomy: uterus with inactive endometrium. Cervix with mild chronic cervicitis. Left ovary with hemorrhagic corpus luteum. Left fallopian tube with paratubal cyst (1. 2 cm). Right ovary and tube without significant histopathologic change. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and haemorrhagic ovarian cyst ('left ovary with hemorrhagic corpus luteum,') in a 47-year-old female patient who had essure (batch no. 774376) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included barrett's oesophagus, hypertension, depression, anxiety, gastrooesophageal reflux disease, irritable bowel syndrome, bipolar affective disorder and esophagitis. No endometrial polyp tissue was identifino significant esophagitis seen. Stomach shows mild gastritis in the form of erythema of the pre-pyloric region in the antrum.ed. No definitive goblet cell metaplasia noted on h & e and alcian blue stain. - no dysplasia identified.special stain for helioobacter pylori, negative aw the dietician regarding weight loss but has not noticed any improvement in symptom. Longer having hip pain or lower back pain ,no sob. Surgical pathology report,final diagnosis: endometrial polyp, curettage: - mostly blood and mucous with scant fragments of atrophic endometrium, benign endocervical glands, and mature squamous epithelium. Final pathologic diagnosis: gastric biopsy, reactive gastropathy with a small focus of intestinal metaplasia immunostain for h pylori negative. Distal esophagus, -glandular mucosa with moderate chronic active inflammation. Surgical pathology report: pre and postoperative diagnosis: chronic pelvic pain, menorrhagia, morbid obesity final pathologic diagnosis: cervix, uterus, bilateral fallopian tubes and ovaries, total abdominal hysterectomy with bilateral salpingo-oophorectomy: uterus with inactive endometrium. Cervix with mild chronic cervicitis. Left ovary with hemorrhagic corpus luteum. Left fallopian tube with paratubal cyst (1. 2 cm). Right ovary and tube without significant histopathologic change. Previously administered products included for birth control: mirena from 2000 to 2010. Concurrent conditions included penicillin allergy, morbid obesity, body mass index high, gerd, bipolar disorder, biopsy (esophagogastroduodenoscopy), hiatus hernia, gastritis, wheezing, shortness of breath, upper respiratory infection, abdominal cramps (with periods,), eye irritation, urinary incontinence, urinary frequency, dizziness, poor sleep, malaise, painful respiration, blood pressure high, weight decrease, heartburn, weakness, memory loss, nervousness, seroma and perineal pain. Concomitant products included duloxetine hydrochloride (cymbalta) since 2006, escitalopram oxalate (lexapro) since 2006, telmisartan (micardis) since 2006 and valaciclovir hydrochloride (valtrex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge;"), 5 months 23 days after insertion of essure. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"). In (B)(6) 2015, the patient experienced herpes simplex ("hsv"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy;"), back pain ("lower back pain") and arthralgia ("bilateral hip pain"). On an unknown date, the patient experienced hot flush ("hormonal changes: hot flashes,"), night sweats ("night sweats"), upper respiratory tract infection ("uri"), cervicitis ("mild chronic cervicitis,"), haemorrhagic ovarian cyst (seriousness criterion medically significant), adnexa uteri cyst ("left fallopian tube with paratubal cyst;"), vaginal infection ("infection: vaginal infections;"), psoriasis ("rashes or skin conditions: psoriasis,"), dry skin ("dry skin,"), pruritus ("itching,"), rash ("rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), the first episode of feeling abnormal ("neurological conditions or problems: brain fog,"), amnesia ("memory loss,"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dry eye ("vision/eye problems: dry eyes;"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal mycotic infection ("yeast infection"), nausea ("nausea"), decreased appetite ("loss of appetite"), bursitis ("hip bursitis"), arthritis ("arthritis"), weight fluctuation ("weight fluctuation"), the second episode of feeling abnormal ("brain fog"), parkinson's disease ("parkinson disease") and myalgia ("sore muscles") and was found to have weight increased ("I gained 40") and haemoglobin decreased ("decreased haemoglobin"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the hot flush, night sweats, herpes simplex, upper respiratory tract infection, cervicitis, haemorrhagic ovarian cyst, adnexa uteri cyst, menorrhagia, vaginal infection, psoriasis, dry skin, pruritus, rash, amnesia, dizziness, dysmenorrhoea, dry eye, fatigue, alopecia, arthralgia, nausea, weight increased, decreased appetite, bursitis, arthritis, weight fluctuation, parkinson's disease, haemoglobin decreased and myalgia outcome was unknown and the migraine, headache, allergy to metals, vaginal discharge, back pain and vulvovaginal mycotic infection had not resolved. The reporter considered adnexa uteri cyst, allergy to metals, alopecia, amnesia, arthralgia, arthritis, back pain, bursitis, cervicitis, decreased appetite, dizziness, dry eye, dry skin, dysmenorrhoea, fatigue, haemoglobin decreased, haemorrhagic ovarian cyst, headache, herpes simplex, hot flush, menorrhagia, migraine, myalgia, nausea, night sweats, parkinson's disease, pelvic pain, pruritus, psoriasis, rash, upper respiratory tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight fluctuation, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: patient taking concomitant tripletal,taking low esteron. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: myalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event sore muscles added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.